Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, non-calcified, 90% stenosed, proximal left anterior descending (lad) artery the lesion was wired and pre-dilatation with a 3.5 x 8 mm nc balloon at 10 atmosphere (atm) was completed. The 4.0 x 8 mm xience prime stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy after multiple attempts; the proximal shaft outside the anatomy was noted to break and separate. The device was removed and a different xience prime sds was used to complete the procedure without reported event. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.